Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the unit is running too fast. When asked for the specific ml/hr the customer states that she does not recall the exact numbers she only remembers that it was pumping more than it was set to. This was noticed during testing and there was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿running too fast". The unit was triaged and the reported issue could not be confirmed at this time. Tech ran the flush/feed and the recertification tests to check the proper operation of the unit. Both tests were passed successfully. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that the unit is running too fast. When asked for the specific ml/hr the customer states that she does not recall the exact numbers she only remembers that it was pumping more than it was set to. This was noticed during testing and there was no patient involved.